Event description:
It was reported to boston scientific via an article published in the japanese journal of endourology and robotics that transurethral water vapor therapy (water vapor energy therapy: wave) using the rezum? System was evaluated as a minimally invasive treatment option for patients with benign prostatic hyperplasia (bph), including individuals who were not suitable candidates for conventional surgical procedures. The article described the mechanism of action, treatment approach, and clinical outcomes reported in previously published randomized controlled trials and early clinical experience in japan. Adverse events reported in the article included voiding pain, hematuria, pollakiuria, urinary retention, and urgency. These events were characterized as mild to moderate in severity and typically resolved within approximately three weeks. The authors noted that, in their experience, no complications considered clinically problematic were observed. No additional patient complications were reported.

Manufacturer narrative:
B3 date of event is the date of publication of the article. Toshiya a., sugita y. Rezum? System: water vapor energy therapy (wave) for the treatment of benign prostatic hyperplasia. Japanese journal of endourology and robotics. 2025; 38: 11-19. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with this device type as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. MDR attachments field corrected. B3 date of event is the date of publication of the article. Toshiya a., sugita y. Rezum? System: water vapor energy therapy (wave) for the treatment of benign prostatic hyperplasia. Japanese journal of endourology and robotics. 2025; 38: 11-19. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in the japanese journal of endourology and robotics that transurethral water vapor therapy (water vapor energy therapy: wave) using the rezum? System was evaluated as a minimally invasive treatment option for patients with benign prostatic hyperplasia (bph), including individuals who were not suitable candidates for conventional surgical procedures. The article described the mechanism of action, treatment approach, and clinical outcomes reported in previously published randomized controlled trials and early clinical experience in japan. Adverse events reported in the article included voiding pain, hematuria, pollakiuria, urinary retention, and urgency. These events were characterized as mild to moderate in severity and typically resolved within approximately three weeks. The authors noted that, in their experience, no complications considered clinically problematic were observed. No additional patient complications were reported.